Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2012. The pt's anatomical form was not suitable for the procedure due to severe calcification. After incision, access vessel was dilated with a pta balloon since access vessel was narrow due to severe calcification. Then the man body was inserted, but it was not able to be advanced. Incision was performed from retroperitoneum and the device was inserted from common iliac artery. At this point, hemorrhage volume was 2000cc. The pt was transfused. Contralateral side wa also dilated with a pta balloon due to narrowed vessel, but it was not dilated enough. Incision was performed from retroperitoneum and the device was inserted from common iliac artery. At this point, hemorrhage volume became 2480cc. (1820334-2012-00171). The procedure was completed without final angiography after one main body and two iliac legs were placed since hemorrhage volume was severe. No adverse effect on the pt.

Manufacturer narrative:
(B)(4) - transfusion of blood products is listed in the instructions for use. (B)(4) - insertion difficulties is not specifically listed in the instructions for use. Event is still under investigation.